Event description:
Reportedly, non-physiological signals were observed on both atrial and ventricular channels in the recorded episodes in device memories since last follow-up. According to the hospital, these signals appear when the patient moves the left arm (same side where the device is implanted). On the contrary, when manipulating the pacemaker with the hands over the skin of the patient, these signals do not appear. Preliminary analysis confirmed the presence of non-physiological signals on both atrial and ventricular channels in the recorded episodes in device memories (on (B)(6) 2014). The origin of these non-physiological signals remains unknown. The recommendations have been provided to the physician, so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connection). It was reported on (B)(6) 2014 that a re-intervention is planned to replace the subject device (the date is unknown).

Event description:
Reportedly, non-physiological signals were observed on both atrial and ventricular channels in the recorded episodes in device memories since last follow-up. According to the hospital, these signals appear when the patient moves the left arm (same side where the device is implanted). On the contrary, when manipulating the pacemaker with the hands over the skin of the patient, these signals do not appear. Preliminary analysis confirmed the presence of non-physiological signals on both atrial and ventricular channels in the recorded episodes in device memories (on (B)(6) 2014). The origin of these non-physiological signals remains unknown. Recommendations have been provided to the physician, so as to check the functioning/integrity of the pacing system (pacemaker, leads and leads¿ connection). It was reported on (B)(6) 2014 that a re-intervention is planned to replace the subject device (the date is unknown).